Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The inflation balloon filled with air and over expanded, holding the majority of the air as the distal cuff did not inflate. The root cause of the reported issue was found to be the lack of teflon spray allowed the cuff to stick to the shaft and prevented it from inflating.

Event description:
It was reported that the cuff was tested prior to insertion and it would not fill up. No patient injury was reported.